Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, foreign material was found in the forceps elevator. In addition, there was a cut on the bending section cover which resulted in the device no longer being water tight, the adhesive on the bending section cover was detached, there was a scratch on the connecting tube, the looseness of the up/down knob was out of specification due to wear of the angle wire, the illumination was uneven due to breakage of the light guide bundle, and the plastic distal end cover was dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported leakage at the bending section of the scope. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to report source of the initial medwatch. The aware date should be (B)(6) 2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to the k-wire break, the forceps elevator did not work and reprocessing under forceps elevator was insufficient. Then foreign material remained. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ ¿manual cleaning:brush the forceps elevator¿. ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the event was found at preparation for use.